Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It has been reported that after 15 minutes in operation, the ventilator generated mechanical sounds (clacking). It was reported that the oxygen saturation of the patient had decreased to be life-threatening, however further information is currently not available.

Manufacturer narrative:
The oxygenation problem was solved by replacing the ventilation device. Medicamentation was consequently not required and the patient did not get cyanotic. For the investigation the device and the logfiles were analyzed. The device was run in a long-term test, however it was not possible to reproduce the described mechanical noise. By manipulating the flow sensor the measured minute volume decreased significantly. The device alarms according to specification for this problem. By electric measurements and logfile-analysis it was found that the root cause for the measured deviations was a contact problem within the cable of the flow sensor spirolog. Expiratory flow-measurement is used for regulation and monitoring of the ventilation. In case these measurements are faulty as for example due to a faulty sensor or contact problems to the connecting cable, an effect on the ventilation is possible. By reaching the set alarm limits the device will alarm (volume, leakage, frequency). According to the instructions for use, the user is also advised to consider patient's ventilation with an alternate ventilation device (e.g. Ambu breathing-bag or replacement device) as immediately necessary in the event of a malfunction. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial-report.